Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sram was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys would not boot up, however, the light from the panel was on. No pt injury was reported.